Manufacturer narrative:
The customer stated that even though the cooler heater unit was set for 42 degrees celsius, the blood temperature would not rise above 37.6 degrees celsius which is very unusual. The field service representative (fsr) cleaned the inline filters, hansen fittings, descaled and cleaned the unit. The fsr stated the unit flows fine and temperature speed is fine. The unit operated to manufacturer specifications and was returned to clinical use. The customer used this unit on (B)(6) 2015 and reported the unit was working fine. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was taking a long time to heat up. The device was not changed out, as the customer is still using the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.